Manufacturer narrative:
Device evaluated by MFR : pli10 - a manufacturer rep went to the site to test the system. The system passed the system checkout. Pli30 - software analysis was performed and there was a segfault. This is consistent with a known software issue. Concomitant medical products: other relevant device(s) are: product ID: 9 735736, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery procedure. It was reported that they tried to register a few times. There was intermittent tracking of the instruments. Had a magnetic instrument holder on the patient's chest, which was removed and the tracking issue resolved. The surgeon then tried to turn screen and it gave no input and it rebooted, came up normally, registration was saved. The procedure then proceeded without issue. There was no impact to the patient outcome and there was no delay.